Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was recharged and a new cartridge was loaded to address the issue. Customer's blood glucose level was 140 mg/dl.